Manufacturer narrative:
(B)(4). D10. Ms-30®, distal centralizer, cemented, 12/14 item#: 0100351214, lot#: 3047916. Biolox® delta, ceramic femoral head, m, 36/0, taper 12/14 item#: 00877503602, lot#: 3073998. Uncemented single pack dome hole plug item#: 00875700001, lot#: 64955179. 36mm i.d. Size ll elevated rim liner use with 58mm o.d. Size ll shell item#: 00885201336, lot#: 65015906. 58mm o.d. Size ll porous uncemented with uni-hole shell use with ll liners item#: 00875705800, lot#: 64677845. Antibiotic simplex srtyker item#: 6197-1-001, lot#: tcc016. G2: foreign - event occurred in new zealand. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a revision approximately 4 years and 4 months post-implantation due to femoral stem subsidence associated with a broken cement mantle. Surgeon confirms it was his cementing technique that let him down and he thinks he undersized the stem in such a big leg. No further information on the reported event has been provided.